Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received which indicated the patient reported blurry vision, eye feels dry in the morning, and eye tears when reading. The records indicated decreasing ucva (uncorrected visual acuity) over a one-month period postoperatively and the surgeon plans to exchange the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and medical records were received on (B)(4) 2012. (B)(4).